Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. Intica neo 5 vr-t dx df-1 promri: upon receipt, the device was interrogated. The interrogation could be properly performed and revealed the bos battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. Furthermore, the inspection of the follow up data revealed a documented shock impedance of greater than 150 ohm on (B)(6), 2021. However, there was no indication of a device malfunction. Plexa promri df-1 s dx 65/17: upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed multiple abrasion marks along the lead body. In particular between 56 cm and 57.5 cm distal to the is 1 connector pin a damaged insulation due to wear was noted. In this region the conductor cable leading to the rv shock coil was found fractured, which is assumed to be the root cause of the increased shock impedance. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the manoeuvrability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labour involving the upper body are known contributing factors. Furthermore, a deformed rv shock coil and a cut into the insulation 35 cm distal to the is 1 connector pin were found, which most likely occurred during the extraction procedure. Prior to the analysis of the devices, the quality documents accompanying the manufacturing processes for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the functions of the devices to be as specified. In conclusion, there was no indication of a device malfunction and the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the device was explanted and replaced due to the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 13 months and there was no particular complaint about the device performance. Furthermore it was observed that there was a too high shock impedance on the lead. The ICD and the lead were explanted. An explant date was not provided.